Event description:
It was reported that the customer experienced discrepancies in sensor readings of blood glucose and measured blood glucose levels. The sensor read 43 mg/dl, causing a threshold suspending of basal rate insulin delivery. The customer's blood glucose at the time was 123 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.